Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump suspended insulin delivery due to sensor glucose versus blood glucose readings. The customer¿s blood glucose level was 106 mg/dl and sensor glucose was at 69 mg/dl at the time of the incident. Troubleshooting was completed but did not resolve the issue. The sensor will not be returned for analysis.